Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp was connected at the time of the alarm. The patient line extension had not been connected prior to priming. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming and instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.